Manufacturer narrative:
Age at time of event: under 18 years. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that a vessel perforation occurred. The target lesion was located at the highly calcified obtuse marginal artery. A 1.25 rotalink" plus was selected for use. During the procedure, it was noted that the burr jumped a little bit, moved slightly forward, as it was spinning which caused the perforation. The device was removed from the patients body and a balloon and stent were used to stop the perforation. The procedure was completed with a different device. No further complications reported and the patients condition was fine.